Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and suprarenal aortic extension were implanted to treat an abdominal aortic aneurysm back in (B)(6) 2012. Patient recently had a follow up (5 year post operative) CT scan that showed the presence of thrombus within the stent graft. A re-intervention is planned at a later date to convert the patient to open surgical repair and explant the stent graft; however, the re-intervention has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: aortic and right common iliac thrombus. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post open repair. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in this event have not be returned for evaluation. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 18 apr 2018, 30 apr 2018, and 09 may 2018 and no response was received. As such, event determination, off-label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: event-other relevant history,device evaluated by MFR add method code (B)(4). Add results code (B)(4). Add conclusion code (B)(4). Correction: remove PMA/510k

Event description:
During re-intervention, the patient was treated by explanting the event devices on (B)(6)2018 by physician (B)(6) at (B)(6) center. The patient tolerated the procedure well.